Manufacturer narrative:
The lot number provided was invalid, so no DHR review can be completed. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right-mentor smooth round moderate profile 275cc saline breast implant, catalog number 3501640, lot number 85861. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 275cc saline breast implants which the left side deflated after implantation. The issue was diagnosed during the visual examination by the doctor, and ultrasound confirmed possible left deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.